Manufacturer narrative:
(B)(4). Device returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood found inside the device. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed partial separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the guidezilla failed to cross the lesion. The 3.5mmx30mm, 75% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A guidezilla guide extension catheter was selected for use. During procedure, it was noted that guidezilla could not cross the lesion. Procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed that a partial separation at the collar.